Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the bio ID was not recognized. A field service engineer (fse) uninstalled the ¿unknown usb device¿ driver in device manager, then reseated the universal serial bus (usb) connection (partially connected). The lumidigm bio ID detected after reseating. Then ran hardware test application (hta) test. Then had the pharmacy technician to log in through pyxis application with bio ID several times with success. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the user was unable to login and also bio ID was not working. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.